Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted prophylactically and replaced with another guidant ICD due to the recall advisory. The device was functioning appropriately, and no patient symptoms were reported. It was also reported that this transvenous defibrillation lead was no longer capturing in the right ventricle, and was surgically abandoned and replaced with another guidant defibrillation lead during the device replacement procedure.